Manufacturer narrative:
(B)(4). The sample was unavailable for further investigation. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a leak that occurred during a patient's initial drain for peritoneal dialysis therapy. Solution was noted to be coming out of the door of the homechoice machine. The cause of the leak was unknown. The patient replaced the current set up with new supplies but was unable to resume therapy successfully. The patient was advised that a swap of the machine was required and it was recommended that they contact their registered nurse (rn). There was patient involvement, but there was no report of patient injury or adverse event associated with this report. No additional information is available at this time.